Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date as no patient information was reported. This review did not produce the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event since the patient and lots are unknown. An investigation of the device history records (DHR) could not be conducted. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using an icodextrin bag with an apd adapter that leaked during treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient then taped the adapter to baxter icodextrin bag connection. The pdrn could not confirm if the cycler alarmed or which phase of treatment the leak occurred. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (2 grams, intraperitoneal, one day) and gentamycin (2 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using an icodextrin bag with an apd adapter that leaked during treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and that the patient then taped the adapter to baxter icodextrin bag connection. The pdrn could not confirm if the cycler alarmed or which phase of treatment the leak occurred. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (2 grams, intraperitoneal, one day) and gentamycin (2 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.